Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, reusing single use supplies was reported. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the patient to disconnect themselves aseptically from the setup before disconnecting solution bags. The guide warns that if a bag becomes disconnected during therapy, the patient should follow the end therapy early procedure and warns that contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused supplies during peritoneal dialysis therapy. The patient was connected at the time. The patient disconnected the heater bag from the set up and then connected a new bag to the same set up. The technical services representative assisted the patient in ending therapy. The patient was to complete therapy with either new or manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.